Event description:
It was reported that prior to a stenting treatment procedure, the stent became damaged. The 16 x 2.25mm taxus liberte stent system was prepped for the procedure. When the physician was about to load the system on the guide wire, he noted a bent strut. He attempted to adjust it, but was unsuccessful. The device was not used. The procedure was completed with a different device. As the device did not contact the patient, no complications occurred.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).